Event description:
Mitral valve replacement with st. Jude 25mm mitral valve, which on echocardiogram was malfunctioning, severe mitral valve regurgitation. The valve leaflets were closed. However, one of the leaflets was sticky. Reinstitution of cardiopulmonary bypass and replacement of mitral valve. Echocardiogram post implantation shows no paravalvular leak and no mitral valve regurgitation.